Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On(B)(6) 2024, the recipient's device was reportedly repositioned. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance following a car accident. Programming adjustments were made, however the issue did not resolve. Revision surgery is scheduled.